Event description:
It was reported that there was an infection. It was also reported that telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. They were unable to fill the pump due to an infection. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient's pump low reservoir alarm date was (B)(6) 2012; the pump had been alarming since then. The patient's pain had increased over the past couple weeks. The patient was seen in the clinic on (B)(6) 2012. The patient was on doxycycline for (B)(6) of the sinuses. She had been on antibiotics for about four months. The patient was taking neurontin with partial relief of her lower extremity pain. The patient went in for a refill on (B)(6) 2012. The patient was informed that they would not fill the pump until cleared of infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).